Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported a question mark appeared on the perfusion screen on one of the temperature channels. The technician advised the user to place the temperature module into another channel on the circuit board, which remedied the problem. The field service representative observed damaged circuit components on the network interface printed circuit board. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Note: field service representative determined the problem was a bad nic board and replaced it. The root cause was found to be the failure of channel 1 on the nic panel. Specifically, diode d107 failed, resulting in a short circuit from +5v to ground.